Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a covered endovascular reconstruction of aortic bifurcation (cerab) procedure. Reportedly, a cuff miss occurred. The suture of one new proglide was successfully pre-placed. The sheath was upsized to a 10f sheath and the procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed because the components needed to confirm were not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. Based on the reported information and returned analysis, it is likely, after the failure to cycle, the posterior needle tip or cuff was caught in the foot and contributed to the bent actuator wire leading to the retraction problem noted in the returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.